Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD) with a chronic right ventricular (rv) defibrillation lead, the is-1 terminal pin of the chronic rv lead was unable to be inserted into the is-1 port of this device header. This device was attempted but not implanted. Another device was used and the lead terminal pin was able to be successfully inserted into the device header. No adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that during implant of this implantable cardioverter defibrillator (ICD) with a chronic right ventricular (rv) defibrillation lead, the is-1 terminal pin of the chronic rv lead was unable to be inserted into the is-1 port of this device header. This device was attempted but not implanted. Another device was used and the lead terminal pin was able to be successfully inserted into the device header. No adverse patient effects were reported. The return of the product has been requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.